Event description:
Patient called and reported that while in MRI, his head got hot because of the plate implanted in his head following his shoulder surgery. He stated that he went home, but the next day, he was falling asleep. He went to ER and was told to put on ice pack on his head. MRI office.